Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use the programmer turned off. Subsequent attempts to turn the unit back on were not successful. The programmer is expected to be returned. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of noisy fan and "smoking" during a test because the programmer was unable to be powered up. The power supply was replaced. It was additionally noted that the left keyboard hinge was broken and the left display release was sticky. All found defective parts were replaced and all other identified issues were resolved. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the cooling fan sounded bad and the clinician said it came out smoking during a test. The programmer was returned for repair. There was no patient involvement.